Event description:
A report was received that the patient was experiencing pocket pain and inadequate stimulation. The patient was then admitted to the ER with extreme back pain and given morphine. The bsn sales representative reported that the patient will most likely be explanted and re-implanted with a new system. Surgery has not been scheduled at this time.